Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision due to stem fracture.

Manufacturer narrative:
Reported event an event regarding crack/fracture and loosening involving an exeter stem was reported. The event was confirmed via medical review method & results -product evaluation and results: not performed as product was not returned -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: this inquiry reports a fracture of a femoral stem approximately five years following implantation. I can confirm that this event took place since I was able to review an x-ray showing the fracture. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of fracture of a femoral stem are multi factorial. In this case one can see that the distal cement appears intact and the proximal cement column beginning at the fracture site has demarcated and indicates loosening of the stem. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the stem was revised due to fracture and loosening. The event was confirmed via medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision due to stem fracture update: as per medical review loosening of the stem is reported.